Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had differences in blood glucose and sensor glucose readings. Customer's blood glucose level was 167 mg/dl and sensor glucose reading was 77 mg/dl. Customer ate something and then both the sensor glucose and blood glucose readings were 89 mg/dl. However, after the customer ate something, the customer's blood glucose reading went up and the sensor glucose reading went down. Sensor glucose and blood glucose difference is not within an acceptable range. Customer was advised that the issue is most likely due to the sensor not situated properly, which is preventing the sensor from properly tracking changes in glucose. Customer was advised to wait at least 2 to 4 hours and then turn the sensor feature back on and perform reconnect old sensor. Customer will turn sensor feature back on and try suggestions later. Customer was advised to monitor the device and call back if issues recur. Sensor will be replaced. No additional information provided.